Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned device matches the upn number provided by the customer. Visual inspection showed evidence of corrosion and cracked traces seen across multiple splines. The electrical test was performed and the device failed the test. Magnetic sensor resistance test revealed both pairs are within specification the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28dec2017. It was reported that electrical noise occurred. A intellamap orion was selected for a atrial fibrillation ablation procedure. However during the procedure it was noted that electrical noise on the electrodes occurred. The procedure was completed using another orion. There were no patient complications reported and the patient's current condition is fine. Investigation reveled corrosion on multiple spline.